Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (40 mg/ml at 22.046 mg/day) and bupivacaine (10 mg/ml at 5.512 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump was not anchored down when implanted in 2018 and it had since migrated and was uncomfortable for the patient. On (B)(6) 2019, the patient was taken to surgery. During the procedure, they repositioned and anchored the pump properly. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.